Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, once the device was inserted into the patient, the cutting wire did not appear on the display. A visual inspection revealed no issues with the device itself, but the ultrasound image remained unresponsive. The procedure was subsequently completed using another device of the same model. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the cutting wire kinked. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of cutting wire kinked. Block h11: investigation results: the returned ultratome xl was analyzed, and a visual inspection found that the cutting wire was kinked. No other problems with the device were noted. The product analysis of the returned device revealed that the cutting wire was kinked. This condition could have been caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.